Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2014, follow-up imaging identified a proximal type I endoleak. It is unknown if aneurysm enlargement has occurred. It was reported due to disease progression the trunk-ipsilateral leg component lost wall apposition and appears to be ¿floating¿ within the aneurismal sac ~ 7cm below the renal arteries. An intervention to treat the endoleak and device migration has not been planned at this time. The physician will continue to monitor the patient. Images were requested but are not available for evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.